Event description:
It was reported that there was difficulty intubating the patient with a 7mm emg tube. A glide scope was used to assist in placing the emg tube and as the tube was being inserted into the patient¿s mouth, the tip of the emg tube punctured the soft palate. The tube was not used. A 6mm emg tube was used for the procedure without further incident. A procedure was performed to treat the wound in the soft palate.

Manufacturer narrative:
(B)(4): the product evaluation is currently underway. (B)(4).

Manufacturer narrative:
Devide was received for evaluation without the original product pouch/label. Upon visual observation, device was identified as nim standard reinforced emg endotracheal tube 7mm. The condition of the tube showed presence of excessive amounts of bio-residue throughout the tube working length which indicated customer use. The tip on the tube was found round and smooth to touch. The tip on the tube was observed under magnification and no obvious damages/jagged or sharp edges were noticed to possibly contributed to the complaint event. The cuff was inflated to closely observe if the electrode wires had punctured through the wire insertion lumen. Upon observation, the electrode wires were intact within the insertion lumen and no anomalies were noticed. The customer complaint remains unconfirmed for the reported failure, as no fault was found with the device and the tube tip was not sharp.